Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lcx. Post-procedure, subject¿s troponin peaked at 1.26 ng/ml. Cec adjudicated non-q-wave mi (target vessel), mdt extended historical peri-pci and adjudicated stent thrombosis as no event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a medical history of copd. If information is provided in the future, a supplemental report will be issued.